Manufacturer narrative:
G4:28mar2021 b4:(B)(6) 2021 the biomedical engineer replaced the speaker to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The biomed is reporting primary alarm failed diagnostic code. The customer contacted product support and advised customer the diagnostic codes appear to indicate the speaker connected to the power management (pm) board is defective. The customer reported that the unit was not in use on a patient. The customer has advised to close the case. The customer will call back if the speaker does not resolve the problem.